Event description:
The customer reported that while transporting a pt, the unit shutdown when it was rolled over a door threshold. The unit's power was recycled and therapy was continued. No pt injury was reported.